Manufacturer narrative:
(B)(6).

Event description:
It was reported by philips that the device intermittent failed to shock during pm. There was no reported patient involvement/adverse patient impact.